Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00232, 00233, 00234.

Event description:
Allegedly per maude event (foi) voluntary report no: (B)(4), "two years s/p thr with mom. Complain of pain. Workup shows elevated cobalt and chromium ions of a moderate degree. No other evidence of problems with the prosthesis, nor with any other organ system or lab test."